Manufacturer narrative:
The device was returned to boston scientific's post market quality assurance laboratory and was found in factory fallback mode. The device was returned without the header. Visual inspection identified arcing debris around the df-1 (negative) feedthru wire nub and the wire is melted. The device had not been programmed off at explant. The device had reverted to factory fallback mode on (B)(4), 2010 (one year after the reported explant date). Episodes 47 through 108 were recorded on (B)(4), 2009. No shock faults were recorded on that date. In conclusion, the device was returned without a header almost a year after explant. The device had not been deactivated at the time of the explant procedure. The device was received in factory fallback mode due to a power-on-reset (por) during attempts to charge. It is concluded that the por was induced due to the df-1 (negative) feedthru wire arcing post-explant. Therapy availability while implanted was verified from the device's memory upload.

Event description:
Boston scientific crm received information in (B)(6) 2010 that this device was received at boston scientific's return products department. Initial testing found that this device was returned in factory fallback mode. From our medical records database, this patient was reported as deceased in (B)(6) 2009. Subsequently, boston scientific received information from the local representative that the physician reported that this patient passed away due to exasperated copd. The patient was not compliant and continued to smoke up to the time of her death. From the physician's perspective, the device exhibited normal function and did not cause or contributed to the death of the patient.